Manufacturer narrative:
The device was not returned for analysis as the stent remains in the patient. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Estimated event date.

Event description:
It was reported that on (B)(6) 2018 the supera stent was implanted. On (B)(6) 2018 the patient was seen at the hospital. The patient had a leg amputated some time after (B)(6) 2018. The physician did not confirm if the amputation was related to the supera implant. Though requested, no additional information was provided.